Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder bifurcated aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2013, the two gore devices were explanted due to aneurysm growth with no apparent endoleak. The aneurysmal sac measured approximately 4-5 cm at implant procedure and 7.1 cm at explant.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pcc141400/(B)(4). Results code: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions code: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.